Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. A ligature mark and cuts into the insulation were found 40 cm distal to the is4 connector pin. Furthermore, the conductor coil was found bent 56 cm distal to the is4 connector pin. These damages probably occurred during the surgery. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Lv impedance increased due to lead dislocated. Repositioning occurred on (B)(6) 2025. Lead dislocated again on (B)(6) 2025 and was explanted.